Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that she is having problems. Her doctor is no longer in the office she is working at the hospital. The patient doesn't have an appointment until june 1st. She is wetting the bed at night, and has woke up soaked. The patient is hurting right now in the stomach. Patient services asked if the stomach is from the stim and she said she doesn't know. The patient has cut down on medication at night. She thought that was it. The therapy worked in the beginning. Then a week or so, or maybe two weeks ago it started at night with the return of symptoms. The caller had her husband come and help her. Patient services walked them through how to check her settings. The patient's therapy was on. She increased her stimulation while on the call. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation was comfortable, patient said she felt stim at the incision in buttocks.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they notice an improvement in their symptoms during the day, but not at night. They stopped feeling sensation and they want to feel sensation. Pt and their spouse requested assistance and were successful to increase stim, initially stating they felt a little stim then they did not feel any stim. Information was reviewed and the patient was encouraged to continue working with their doctor. Additional information was received from the patient. They reported that they were doing ok during the day and wearing a very light pad, but still wetting at night. They didn't think they were getting a 50% or greater reduction in symptoms at this time. Their spouse then connected to their settings and increased the stimulation, but the patient wasn't feeling the stimulation. They were then asked to switch to another program and increase. The patient stated that they could feel the stimulation on the left side, maybe in the middle of their vagina. They would monitor their symptoms, since a change was made, and were asked to follow up with their healthcare professional for their symptom concerns and medical questions. On (B)(6) 2022 the patient called back with the same therapy concerns. Several times in the call the patient also stated that their incision site hurt "a little" and that they couldn't sit on it. They connected with their settings and were at 2.0 on program 7. They said they had adjusted it down to that level after the last time they made an adjustment on a call, because it hurt; the stimulation had felt like a "needle" in their "tutu." The patient wanted to switch to program 5, but lost connection. It was unclear if the patient had tapped "done" to actually switch to program 5 before connection was lost. The patient's spouse came over to assist and stated there was an "amber light" on the communicator. They charged the communicator and called back. Patient (pt) initially tried to increase on the current program they are on. Pt states this time it feels comfortable and is in their bike seat area rather then the last time they increased stim where it was painful in their stomach. On (B)(6) 2022 the patient called back as it still wasn't helping and they wanted to make a change to their settings. The patient increased the stimulation, and it was comfortable when sitting but patient stood up and they felt the stimulation in the left side of their stomach. The patient stated they got different sensations when they were sitting down versus when they stood up. Patient services had the patient decrease the stimulation down a point and the patient stated the stimulation was now comfortable when stan ding. The patient was redirected to follow up with their hcp however the patient stated they didn't have an appointment until (B)(6) 2022. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed.